Event description:
It was reported that the patient presented for a cardiac resynchronization therapy pacemaker (crt-p) upgrade procedure. During the procedure, it was found that the pacemaker set screw exhibited an unspecified fitting issue with the wrench. The pacemaker was not used. The physician continued with another pacemaker and completed the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of could not tighten or engage the lv-setscrew was confirmed. Analysis revealed the user of the torque wrench during the implant procedure made multiple off-center and other incorrect wrench insertions. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.